Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge 3 times and the infusion set site 2 times. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus was delivered to address the high bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, a system check was unable to be performed to determine a possible cause of the occlusion.